Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes of 181 mg/dl, 87 mg/dl and 458 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Corrected data: additional information was received from the account updating the data initially provided. The corrected data is : the repeated architect total bhcg positive (1555 miu/ml) result value.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once the investigation results are available.